Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0x8e9, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jun-2019, UDI#: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said her first device they had to replace it. She got bit in the fanny by a goat. It bit right on the device and got shocked and she had to turn it off. She said the device worked fine all the time she had it, but she had to have it replaced because the wire broke from the goat. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va0x8e9, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the old lead was still there. The patient said it hasn't really worked for her. She still feels shocking down her leg, it hurts, and it stimulates numbness to knee and foot. The patient hasn't had a response from the healthcare provider (hcp). No further complications were reported.